Manufacturer narrative:
The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered and were properly listed in the basal review screen. There was no external ram crc error alarm, unexpected restart alarm, spanish software anomaly alarm, basal anomaly or history anomaly noted. There was no unexpected reset to factory default noted. The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and self-test. The pump had multiple spanish software anomaly alarms in alarm history screen due to corrupted history file. The pump had a scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of (B)(4) software anomaly alarms on customer's insulin pump. The customer's blood glucose at the time was 470mg/dl. The customer treated the high with bolus. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.